Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m plus blood collection tubes, tubes are overfilling. There was no report of patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9617032-2023-01815 was sent in error. There was no report of serious injury, medical information, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 3180412 d4. Medical device expiration date: 31-mar-2024 h4. Device manufacture date: 29-jun-2023 d4. Medical device lot #: 3227387 d4. Medical device expiration date: 30-apr-2024 h4. Device manufacture date: 15-aug-2023 d4. Medical device lot #: 3247744 d4. Medical device expiration date: 31-may-2024 h4. Device manufacture date: 04-sep-2023 d4. Medical device lot #: 3226441 d4. Medical device expiration date: 30-apr-2024 h4. Device manufacture date: 15-aug-2023 d4. Medical device lot #: 3261566 d4. Medical device expiration date: 31-may-2024 h4. Device manufacture date: 18-sep-2023 (B)(6).

Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m plus blood collection tubes, tubes are overfilling. There was no report of patient impact.